Event description:
A 3.0mm diameter x 12mm length medtronic ave gfx2 stent was inserted into the left anterior descending coronary artery after predilation of the "tight, focal lesion" with a 3.0mm diameter ptca balloon at nominal pressure. Prior to placement of the stent, "qca" of the reference vessel measured approx 2.11mm diameter. After deployment of the stent at 8 and 14 atmospheres of pressure, it was noted that there was a perforation of the vessel. A pericardiocentesis was performed, and the perforation was treated with ptca successfully. The patient remained stable, and there was no additional clinical sequelae reported relative to the event.